Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is currently en route to fisher and paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare (fph) field representative that they found a crack on the swivel wye of the rt266 infant dual heated evaqua2 breathing circuit. The subject circuit was used for four days prior to the reported event. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was received at fph (B)(4) for evaluation. The device was visually inspected and pressure tested. Result: visual inspection revealed cracking along one of the swivel wye ports. The pressure test showed that the device was out of specification. Conclusion: further investigation was conducted and it was determined that the cracking had occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. In the meantime we have implemented additional measures in the molding process on the production line to prevent this issue recurring. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after four days of use, which suggests that the complaint circuit became damaged after the product was released for distribution. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare (fph) field representative that the swivel wye of the rt266 infant dual heated evaqua2 breathing circuit had cracked. The subject circuit was used for four days prior to the reported event. No patient consequence was reported.